Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 43-49 mg/dl were recorded by continuous glucose monitor (cgm) from 12:18:20 pm to 12:23:20 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:18:20 pm. On (B)(6) 2020, user made a bolus request of size 22.6 units, approximately 7 hours prior to the low bg. On (B)(6) 2020, user received an automatic bolus of size 4.622 units approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in loss of consciousness. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.